Manufacturer narrative:
This lead was still at hospital's possession. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was explanted due to an unknown product performance issue. Additional information received implied that this lead exhibited threshold of below 0.6 millivolts (mv). Additionally, this lead was found to be dislodged at the coronary sinus and was verified per x-ray imaging. No additional adverse patient effects were reported.